Event description:
It was reported that the power supply would not turn on (no boot). There is no report of death or serious injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The workstation power supply was evaluated and reseated. The system was tested and found to be working as intended and returned to svc.